Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captiflex extra small oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, when the device was being advanced though the scope, resistance was met. The device was removed from the endoscope and the physician noted that the distal end of the catheter was torn/split for 1-2 inches. It was reported that the device was inspected prior to the procedure and there were no visible issues, and no excessive force had been applied to the device. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired.(B)(4).according to the complainant, the suspect device has been disposed and is not available for return. Therefore, a device evaluation has not been performed and the reported malfunction could not be confirmed. However, the reported issue can occur due to procedural factors such as tortuous anatomy; therefore, the most probable root cause for this complaint is operational context.